Manufacturer narrative:
This medwatch is being supplemented with additional information obtained and the manufacturer's final investigation results. During inspection, the service department confirmed the reported issue. The reported damage is most probably induced by thermo-mechanical fatigue. The most likely causes are: thermo-mechanical fatigue wear and tear improper handling (impact, shock) as a general note, cracks on the insulation material are mostly not visible, making visual inspection difficult. Manufacturing and quality control review was performed for the affected serial number without showing any non-conformities or deviations regarding the described issues.

Event description:
It was reported to olympus that a resection sheath had a casse that was broken. The reported issue was found during estimation of the device. There was no harm or user injury reported due to the event.

Manufacturer narrative:
The device was returned to olympus. The investigation is still in progress; therefore, the root cause of the reported defect cannot be determined at this time. However, if additional information becomes available, this report will be supplemented accordingly. In general, the customer is required to inspect the device for defects, check the function of all devices and have alternate equipment prior to use. Olympus will continue to monitor the field performance of this device.